Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to exhibit high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.